Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that one of the lead wires came out of their back. Patient stated this happened sunday and they went to the ER and called all the numbers that they have but no one can help them. Agent asked patient when this happened and patient stated it had been bothering them for a little bit and they thought maybe it was just an old stitch because they have no luck with dissolvable stitches and they never dissolve so they scratched it and felt it. Caller stated that since they thought it was a stitch they had their boyfriend take tweezers to pull the stitch out because it was sticking out like 2 inches and when they pulled it out, a wire was coming through. Patient said now the wire has sucked back in but the end is still sticking out and it is excruciating. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va2mfkc); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.